Manufacturer narrative:
Interrogation of the device revealed the device was above eri when received. The device functionality was bench tested and no anomaly was detected. The cause of the field event remains undetermined.

Event description:
Related manufacturer report number: 2938836-2017-19915. During follow-up, ventricular fibrillation was falsely detected by the device resulting in inappropriate anti-tachycardia pacing. Oversensing was also noted on the right ventricular lead. The physician plans to revise the entire system.

Event description:
Related manufacturer report number: 2938836-2017-19915. During follow-up, ventricular fibrillation was falsely detected by the device resulting in inappropriate anti-tachycardia pacing. Oversensing was also noted on the right ventricular lead. The lead was capped and replaced, and the ICD was explanted and replaced. The patient is in stable condition.